Event description:
It was reported the patient developed endocarditis. The device and leads were removed, the device pocket cultured and antibiotic treatment was "necessary." The device will be returned, the leads will not. No further patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
Corrected information: no eval explain code. If information is provided in the future, a supplemental report will be issued.